Event description:
It was reported that patient faced an event where medication infusion set connector got disconnected from the cannula housing causing leakage on (b)(6) 2026 causing high blood glucose and treated with Correction bolus by pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.